Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of a field correction, assisted customer with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again.